Event description:
It was reported that the patient presented for a dual chamber leadless pacemaker (lp) implant procedure. During the atrial lp implant, it was noted that the patient was in atrial flutter. A cardioversion was performed. The first shock was unsuccessful but the second was successful. The atrial lp exhibited a reset but recovered on its own and the lps were finalized successfully. It was noted that the estimated battery life of the atrial lp seemed lower than expected immediately after implant but at a patient follow-up, the estimated battery life was at an acceptable level. The patient was stable.